Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that there were four additional devices involved in this event. There were two battery casing devices with unspecified malfunction and two small battery drive devices that would not run. Therefore, these devices has been included in this event and added in the concomitant medical products section. Furthermore, the event numbering represented in the initial report has been updated from ¿report 2 of 3 for the same event¿ to ¿report 2 of 7 for the same event¿. Serial number: the device serial number was not provided by the reporter in the initial report. Upon receipt of the device the serial number was identified as (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device had no power. According to the report, the event was discovered twenty minutes after putting a new and fully charged battery device in place and when the surgeon was about to use the small battery drive device. It was further reported that when the scrub staff went to change the battery device for another, the battery inside the battery casing device was observed to be extremely hot and had melted in parts. There was a five minute delay to the surgical procedure. A spare drill device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 12, 2013. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the battery casing did not pass the leak test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.